Event description:
It was reported that the wireless remote monitor had "no power." A different electrical socket was tried and no power. The patient has had prior completed transmissions. A new power cord is being sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.